Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. The photos showed loose pouched units. There is no damage visible on the pouches and none of the pouches appear to be open. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of six (6) flexicaps were damaged. The shipping box was delivered damaged and ripped open and it appear that some flexicaps were ripped open a little and others were in question. This was discovered prior to use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.